Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that crossing difficulty occurred. The 75% target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. The 20mm x 3.0mm quantum maverick balloon catheter was advanced but was unable to cross the lesion the catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. There was a pinhole in the balloon wall material 5mm from the distal edge of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).